Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter fax# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd ultra-fine¿ nano pen needles were unable to prime. The following information was provided by the initial reporter : the patient reported that using bd needles for insulin application and using 4mm needles more than 20 needles in the box are clogged in the flow test where nothing comes out.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 20 bd ultra-fine¿ nano pen needles were unable to prime. The following information was provided by the initial reporter : the patient reported that using bd needles for insulin application and using 4mm needles more than 20 needles in the box are clogged in the flow test where nothing comes out.